Event description:
It is alleged that the 2 day infusion pump (2.08 cc/hr) emptied 100 ccs of plain marcaine within 24 hours following a shoulder surgery. The pt did not experience any negative side effects.